Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit balloon pump ruptured and has blood back.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5, h6(clinical & impact)

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit balloon pump ruptured and has blood back customer noted no one witnessed blood entering the iabp and indicated there was blood and saline in the catheter when they immediately shut down. There was no patient harm reported.

Manufacturer narrative:
Additional information: e1(event site postal code-(B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced pim as per the service manual and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.